Manufacturer narrative:
B3: aware date was used as date of event as the actual event date is not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6.a.: implant date: an approximate date was used as the actual implant date is not known. D6.b.: explant date: an approximate date was used as the actual explant date is not known. E.1.: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was successfully implanted in (B)(6) 2025. The patient was discharged. During a routine follow up examination, it was discovered that the closure device embolized and was lodged below the transcatheter aortic valve implantation (tavi). The patient was asymptomatic. The closure device was retrieved minimally invasively via the aortic valve. There was no injury to the heart valves, and the patient is reported to be doing well.

Manufacturer narrative:
B3: date of event estimated as 3-months post implant with implant occurring in (B)(6) 2025. B5 describe event or problem: updated with additional information received d6b: explant date: updated with additional information received d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date: an approximate date was used as the actual implant date is not known e1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was successfully implanted in (B)(6) 2025. The patient was discharged. During a routine follow up examination, it was discovered that the closure device embolized and was lodged below the transcatheter aortic valve implantation (tavi). The patient was asymptomatic. The closure device was retrieved minimally invasively via the aortic valve. There was no injury to the heart valves, and the patient is reported to be doing well. It was further reported that embolization was noted during the routine three (3) month follow up. The closure device was retrieved on (B)(6) 2025 and the patient was already discharged.